Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported while using the bd¿ discardit¿ non-sterile two-part syringe the plunger broke. The following information was provided by the initial reporter, translated from (B)(6) to english: ¿on a delivery that we made on (B)(6) 2022, the team of monitors noticed that the syringe plunger is blue, the reference on cardboard is identical however the monitors note a fragility of the piston, it breaks after three four round trips of the latter.¿

Manufacturer narrative:
A device history record review was completed for provided material number 309040 and lot number 1181058. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the images, the pictured product did not match the product labeled on the on the packaging, confirming the reported issue. It has been determined that the discardit 5ml product and the solomed 5ml product were manufactured at the same time, indicating that a mixture between the two products could be possible. It has been determined that the shipment box was wrongfully labeled as the discardit product even though the product inside was different. Immediate actions taken to prevent this issue from recurring include retraining the shift operators to make sure that human error does not impact this issue from happening again and a change in packaging more than one type of bulk package at a time to prevent the possibility of mixing the existing labels between products. Mid and long-term actions include improving the control of the label quantity and an automated labeling process for the bulk boxes. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported while using the bd¿ discardit¿ non-sterile two-part syringe the plunger broke. The following information was provided by the initial reporter, translated from french to english: ¿on a delivery that we made on 07/01/2022, the team of monitors noticed that the syringe plunger is blue, the reference on cardboard is identical however the monitors note a fragility of the piston, it breaks after three four round trips of the latter.¿.